Manufacturer narrative:
(B)(4). The lot was manufactured february 1, 2016 ¿ february 4, 2016. The device was received for evaluation. Visual inspection noted fluid inside the housing. A functional leak test was performed and a leak was observed at the welded area of the volume indicator port located inside the housing. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.